Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the bottom half of the lcd screen on the insulin pump is blank. It was stated that the customer dropped the device but there is no other visible physical damage. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked case near display window corners, cracked reservoir tube, cracked and bleeding lcd glass. No blank display.